Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal and a damaged ac connector. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause of the reported issue was determined to be the damaged battery compartment. The battery compartment was replaced as well as the dso seal and ac connector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device hood lock was out of order. The problem was discovered during equipment testing. There was no patient involvement. Evaluation of the returned device revealed a damaged downstream occlusion (dso) seal.